Event description:
Account called and stated that they were transferring a patient from the stretcher to a bed when the patient got off the stretcher, was leaning against it and the casters allegedly swiveled and the patient then fell.

Manufacturer narrative:
Technician stated that when he arrived at the account, the casters on this bed had been removed and new casters installed to repair the bed. The teeth on the brake & steer casters that were taken off of this bed were worn. Account stated that there was no injury from this alleged fall. Bed was in patient room at the time of this alleged incident.